Event description:
Daughter of patient called paramedics because the meter displayed a blood glucose result of hi. Patient was unresponsive when the paramedics came. Paramedics tested the patients blood and the result was lo.

Manufacturer narrative:
Returned product investigation is completed. Blood testing demonstrates that the device performs within specifications. Control solution test performed by user was in range. No similar complaints have been reported for this test strip lot. (B)(4). We acknowledge the lateness of this report and are taking corrective action internally. Manufacturer's number is corrected.